Event description:
It was reported that analysis of this lead was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that shortly after implant, this right ventricular (rv) lead triggered an alert for high out of range pace impedances of greater than 2000 ohms. The patient was brought in and further testing was performed which revealed variable impedances, a decrease in r-waves, and high pacing thresholds. The lead was found to have pulled back slightly, so a revision was scheduled. The rv lead was successfully explanted and replaced. No additional adverse patient effects were reported.